Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked screen, supported by user-provided photos, and a replacement was arranged after troubleshooting and education. Symptoms included no reported changes in blood glucose. Outcomes included continued use of backup therapy guidance, confirmation that blood glucose management was unaffected, and user counseling that water resistance would be compromised after damage. Investigation included review of user-reported evidence and remote assessment of device function. Investigation of this case revealed physical damage to the display component that compromised the enclosure and screen integrity without affecting therapy delivery or generating alerts. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.